Event description:
Dexcom g7 sensors are not anywhere close to being correct readings 30 to 50 points off calibrating all the time having to stick my finger way more than if I didn't have it at all. This has been an ongoing thing for years and recently has been getting worse and worse also they will fall off after less than a day coming apart from the sticky backing replaced three sensors in two days. Software number 13354. Reference report: mw5164797, mw5164798.